Manufacturer narrative:
Initial

Event description:
It was reported that the ilet pump issued an occlusion alert while using an inset infusion set, the alert was cleared by the caregiver, blood glucose was elevated at 322 mg/dl. The issue was resolved after changing the infusion set; replacement supplies were provided and education completed. Symptoms included reported sleepiness/drowsiness associated with hyperglycemia. Outcomes included no health consequences or impact. Customer care performed investigative communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect attributed to an occlusion related to the infusion set component, though specific component details were insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established.